Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 346 mg/dl. The customer was also spilling ketones. The insulin pump was not available for troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.